Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) was used to capture medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient underwent a left knee revision due to pain, synovitis, osteolysis, poly wear, tibial tray malpositioning, and loosening of both the tibial tray and patella component at the cement to implant interface. All components were revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.